Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due diabetic ketoacidosis, with blood glucose levels over 400 mg/dl. The customer did not provide further info about the event. The customer requested assistance with an infusion set change due to no delivery alarms. Nothing further was reported.